Event description:
It was reported that the patient underwent a surgical intervention during which a titan device was explanted and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).